Manufacturer narrative:
It was reported by the facility that the suction coagulator broke in a patient's mouth during use. According to the facility there were no injuries related to the incident. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was not returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that the suction coagulator broke in a patient's mouth during use. No additional information available.